Event description:
Unknown endoleak: there was a leak noted at the end of the graft implant procedure. They were unable to identify where it was coming from. The physician decided to do a follow-up cta in a week to determine if the leak was still present and to see where it might be coming from. There was no patient harm reported at the time, but they wanted to make the manufacturer aware that they would have a follow-up cta in a week to determine if the leak was still present and if so, to help identify where it might be coming from. The implanted grafts were as follows: g32545 ¿ lot ac1192922. G32551 ¿ lot ac1156059. G55243 ¿ lot 15819493. G55245 ¿ lot 16707596. G55207 ¿ lot 16449683. Additional information provided: no difficulty was experienced during deployment. There was minimal tortuosity. The grafts went up easily and aligned perfectly with the anatomy. Cannulation and stenting of the vessels occurred quickly. The case went very smooth and at final run there was a significant leak which appeared to be between the proximal and distal fenestrated pieces (g32545 ¿ lot ac1192922 and g32551 ¿ lot ac1156059). They then placed a cuff (g55207 ¿ lot 16449683) between the proximal and distal pieces and re-ballooned. The leak appeared less but was still present, so they re-ballooned all overlaps with the limbs and did kissing balloons with the limbs in the distal bifurcated body. After re-ballooning the limbs, the leak became worse. After ruling out that the leak was neither a type 1b endoleak from either limb or a type 1a endoleak; the physician believed that it was coming from the overlap between the proximal and distal fenestrated pieces that the cuff did not repair. First follow-up cta occurred on (B)(6) 2025. At that time the leak was still present, but the physician was unsure exactly where it was coming from but questioned if it could be from a tear in the crotch of the distal fenestrated piece (g32551 ¿ lot ac1156059). The physician plans to re-scan in a month and then possibly re-intervene. He mentioned re-lining from below the lowest renal with a gore bifurcated body.

Manufacturer narrative:
The graft remains in situ and therefore was not returned for evaluation. However, images were provided and reviewed by clinical personnel, and the following was determined ¿the imaging shows a significant endoleak that extends anteriorly and along the r. Side of the endograft and appears to be arising in the region of the zfen-d bifurcation. The most likely origin of the endoleak is in the ¿crutch¿ region of the zfen-d. I can¿t say with certainty that it is a tear in the fabric in the actual crutch of the bifurcation, or if it is a fabric tear high up on one of the limbs of the zfen-d, but I think the likelihood is that it is from the crutch of the zfen-d. The endoleak is still present and significant on follow-up CT scans, so would be likely to need a relining with another bifurcated endograft to seal it off". Review of the device history record for lot number ac1156059 found the work order appeared complete and the quality control inspection was verified to ensure that the device passed inspection. No non-conformances or temporary deviations were recorded at the time of manufacture. Review of the instructions for use (IFU) supplied with the device for general information found it to contain appropriate warnings, precautions, and instructions to the user, including: 4. Warnings and precautions 4.1 general use information ¿ the long-term performance of fenestrated endovascular grafts, including the stents placed in fenestrations/scallops, has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms, changes in the structure or position of the endovascular graft, or stenosis/occlusion of vessels accommodated by fenestrations) should receive enhanced follow-up. 4.3 implant procedure: ¿ inaccurate placement and/or incomplete sealing of the zenith fenestrated aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. It is recommended that all vessels accommodated by a small fenestration be stented in order to secure positive alignment of the graft fenestration with the vessel origin. 5 adverse events lists: ¿ endoleak ¿ endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion there is no evidence to suggest the customer did not follow the instructions for use. A review of the manufacturing records did not reveal any discrepancies that could have contributed to the reported issue. The investigation concluded that the complaint device was manufactured to specification. Based on the medical director¿s assessment and evaluation of the information received, a definitive root cause could not be determined from the investigation. Possible causes are: - procedural related factors (e.g. Over ballooning) - patient related factors - device related factors, such as mechanical stress or fatigue affecting the graft material after considering this event the risk associated with the use of this device is still deemed adequate. An internal action has been taken to address the issue; CAPA-00393 was initiated due to an increase of complaints reporting tear/type iii endoleak at bifurcation.

Manufacturer narrative:
Awaiting additional imaging to determine type of endoleak.

Event description:
Unknown endoleak: there was a leak noted at the end of the graft implant procedure. They were unable to identify where it was coming from. The physician decided to do a follow-up cta in a week to determine if the leak was still present and to see where it might be coming from. There was no patient harm reported at the time, but they wanted to make the manufacturer aware that they would have a follow-up cta in a week to determine if the leak was still present and if so, to help identify where it might be coming from. The implanted grafts were as follows: g32545 ¿ lot ac1192922; g32551 ¿ lot ac1156059; g55243 ¿ lot 15819493; g55245 ¿ lot 16707596; g55207 ¿ lot 16449683. Additional information provided: no difficulty was experienced during deployment. There was minimal tortuosity. The grafts went up easily and aligned perfectly with the anatomy. Cannulation and stenting of the vessels occurred quickly. The case went very smooth and at final run there was a significant leak which appeared to be between the proximal and distal fenestrated pieces (g32545 ¿ lot ac1192922 and g32551 ¿ lot ac1156059). They then placed a cuff (g55207 ¿ lot 16449683) between the proximal and distal pieces and re-ballooned. The leak appeared less but was still present, so they re-ballooned all overlaps with the limbs and did kissing balloons with the limbs in the distal bifurcated body. After re-ballooning the limbs, the leak became worse. After ruling out that the leak was neither a type 1b endoleak from either limb or a type 1a endoleak; the physician believed that it was coming from the overlap between the proximal and distal fenestrated pieces that the cuff did not repair. First follow-up cta occurred on (B)(6) 2025. At that time the leak was still present, but the physician was unsure exactly where it was coming from but questioned if it could be from a tear in the crotch of the distal fenestrated piece (g32551 ¿ lot ac1156059). The physician plans to re-scan in a month and then possibly re-intervene. He mentioned re-lining from below the lowest renal with a gore bifurcated body.